Event description:
It was reported that the recently implanted vns patient was needing device explant due to site infection. Additional information was received from clinic notes that the patient's chest incision was healing normally but that the neck incision was open in the midline with the vns wire exposed. Infection was confirmed. The vns was disabled and system diagnostics showed normal lead impedance. Additional information was received that the patient did not report any picking at the incision site. It was unknown how the infection began, other than from the incision site from surgery which did not heal properly. The generator and lead were explanted from the patient on (B)(6) 2015 due to the infection.

Event description:
Additional information was received that the patient underwent a generator and lead re-implant surgery on (B)(6) 2016, indicating that the infection had cleared. No additional relevant information has been obtained to date.

Manufacturer narrative:
(B)(4).

Event description:
Product information was received for the explanted products.